Event description:
Per complaint form: outbound. Patient reports no disposable alarm with cadd legacy pumps serial number (B)(4). Cadd cassette with reservoir volume of 36 milliliters at time of alarm. No cassette lot number or expiration date available. Noted air bubbles on cassette tubing when cassette removed from pump. No further details provided. No injury.